Event description:
It was reported a patients personal diabetes manager (pdm) overheated when brought to a full charge and would not hold a charge for long. The patient reports having to charge their pdm once a day. In addition the pdm screen is black when charging.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported battery event. No lot release records were reviewed, as the product lot number was not provided.